Event description:
During the checkout process of a newly arrived demo unit, the ge healthcare service representative noted that the caster had incurred damage during shipment. Parts were ordered to repair the caster, however, unit was placed in service prior to repair. Prior to the start of the first case, the machine was rolled away from the operating room bed. The machine tipped, and the ge healthcare sales representative grabbed the machine's cable management arm to help prevent damage to a monitor screen. In the process, the sales representative incurred a torn right bicep tendon. There was no patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.